Manufacturer narrative:
H3: analysis of the pump found ¿motor gear train anomaly, corrosion and / or wear and / or lubrication¿ and ¿motor gear train anomaly, stall due to shaft / bearing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen 2000mcg/ml at 961 mcg/day. On (B)(6) 2020 it was reported that the patient¿s pump was alarming. The patient was in the ER (emergency room) last night with history of alarming pump. No signs or symptoms of withdrawal by physician report. There were no environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was interrogation showed intermittent motor stalls and recoveries beginning (B)(6) 2020. Last stalled (B)(6) 2020 at 11:45am and recovered at 5:30pm. The actions and interventions taken to resolve the issue was the patient was scheduled for replacement surgery. The replacement surgery was scheduled for (B)(6) 2020. The issue was not resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Pump interrogation on receipt indicated that the brand of baclofen was lioresal. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating that the pump was replaced. No further complications were reported/anticipated.